Event description:
It was reported that prior to a monarch bronchoscopy procedure, the anesthesiologist noted that the patient¿s blood pressure was elevated. Once the patient¿s blood pressure was under control, the physician began the biopsy. During the procedure the anesthesiologist noted the patient was not doing well and the patient went into cardiac arrest. The physician performed an emergent conversion and aborted the case. The patient was intubated. On (B)(6) 2022 the physician reported 3 x-rays were taken and there was no sign of a pneumothorax. The patient has recovered. There were no issues or faults were reported from the system.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. There were no device malfunctions reported from the procedure. No further investigation was performed as there is indication that the reported event was not due to device malfunction and also it has been stated that there are no allegations towards the monarch. A device history record review was performed for the system 120137 and there were no non- conformances related to the reported incident in this case. G4: 510(k) k211493.